Event description:
Had surgery for bilateral breast augmentation (B)(6) 2005. Since the surgery I have had multiple health issues including: nausea, constipation, cough, sarcoidosis, thyroid cancer, lung nodules, vitiligo, narcolepsy, muscle pains, joint pains, anxiety, heart palpitations, hot flashes, sores on my tongue, breast and axillary pain, abnormal mammograms, memory issues, sibo, brain fog, and headaches. I recently had an axillary node biopsy that showed silicone in my node. Recent MRI of breasts do not show a definite leak though.